Event description:
It was reported that during a lap cholecystectomy procedure, the tip of the ligaclip fell into the patient. It was removed without any harm to the pt. There was no pt consequence. It is unk how the procedure was completed.